Event description:
It was reported by the account via a facility medwatch form that during a roux-en-y gastric bypass procedure, ethicon stapler was fired. A staple line was cut open, but staples were present. Intervention was taken by physician. The staple load cartridge and staplers involved were removed from field. Lot number of stapler reload was pulled from stock. No pt consequence. One device returning.